Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that patient had a lead fracture of their l1 lead. Surgical intervention was undertaken and the lead was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.